Event description:
Reportedly, during testing, the touch screen was unresponsive and a white screen without any data was displayed. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).